Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported event. Therefore, based upon the available info, the definitive root cause for this event is unk.

Event description:
It was reported that during deployment of a vena cava filter, the filter legs became caught at the end of the delivery sheath. The deployment was completed with additional manipulation of the sheath; however, the filter became titled. A pta balloon was used to adjust the filter to an upright position. There was no reported pt injury.